Event description:
It was reported the driver broke during screw insertion. No pieces were left in the patient.

Manufacturer narrative:
The device has not returned for evaluation. Photographs were not provided; therefore, the complaint cannot be confirmed. Review of device history records indicates there were no manufacturing or processing related irregularities. Multiple attempts have been made to obtain information. If additional information and/or the device are provided, a supplemental report will be filled accordingly.

Manufacturer narrative:
Corrected information: d4. Lot #: em53911. Primary UDI #: (B)(4). D9. Yes, returned to manufacturuer: 09/05/2024. H3. Yes. H4. 03/26/2024. H6. Type of investigation: 10, 3331. Investigation findings: 3252. Investigation conclusion: 61. Device evaluation: visual inspection confirms that the distal tip has sheared off at the base of the hexalobe. This failure is likely due to the applied torsional force being greater than the yield strength. Review of device history records showed no manufacturing or processing related irregularities. Labeling review: warnings/cautions/precautions: risks identified with the use of these devices, which may require additional surgery, include device component failure, loss of fixation/stabilization, non-union, vertebral fracture, neurological injury, vascular or visceral injury. Possible adverse effects: initial or delayed loosening, disassembly, bending, dislocation, and/or breakage of device components.